Event description:
Dialysis circuit flushed with heparin 1,000 u prior to dialysis treatment start. When treatment started, complained of nausea, throat swelling, could not open mouth, audible rhonchi when breathing. Dialysis ceased, dialyzer discarded. Reglan 5 mg and benadryl 50 mg give IV. Transferred to ER, then admitted to hospital overnight. Received medical nebulizer treatments x 3, solu medrol 125 mg IV x 2, pepcid 20 mg IV, and benadryl 25 mg po q 6 hours - with a rx for benadryl 50 mg p.o. Daily x 5 days on discharge-. Observed, vs stable. Discharged at 1525 with no further complaints. Two lot numbers of recently recalled baxter. Heparin 1,000 u in stock at this time. Lot# 047056 in stock since 09/18/2007, and lot# 107024 in stock since 10/09/2007. Dates of use: 2007 - 2008. Diagnosis or reason for use: dialysis. Event abated after use stopped or dose reduced? No.